Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states primary left total knee replacement. Poly was defective. The surgeon tried multiple times to seat the poly. The insert would not seat on the lateral side. The surgeon had no problem with the second insert. Doe: (B)(6) 2018.